Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable at the distal end of the pk dissecting forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulled showed no signs of arcing. Failure analysis investigation also found that the following additional damages: the yaw pulley was missing a .123 x .066 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It is indeterminable as to how the piece of yaw pulley broke. One bent grip, which resulted in side to side misalignment of the grips. There was a .135¿ offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip occurred. The edge of the distal pulley had visible scratches on the surface of the pulley and the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the distal pulley and main tube were likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.